Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 1 year ago. Examination was not possible, as the devices were not returned. Review of the device history records was also not possible, as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution to the corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address dislocation.